Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto pftp where all relevant testing was passed within specification. Once testing was completed. No faults could be identified. The axis 4 motor and motor cable will be replaced as a precaution.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator's (mtm) grip orientation was not comfortable for the surgeon. The site completed the surgery with another surgeon side console without any issues. There was no onsite connection. The intuitive tech support engineer (tse) suggested to restart the system. There were no reports of patient injury. Intuitive received the following additional information via follow up: no errors occurred when the system was initially powered on.